Manufacturer narrative:
The customer-reported broken external connector was confirmed during the visual inspection. The root cause of the damaged external connector cannot be conclusively determined, but is likely the result of excessive extraction force being applied when disconnecting the power adaptor from the driver, or as a result of rough handling/ impact shock. Despite the damaged external connector, the driver passed all functional testing. In order to conduct this testing, the rear housing was removed so that a reliable electrical connection could be made between the broken external connector and the power adaptor. Syncardia has a corrective and preventive action (CAPA) for freedom power cables. Syncardia has completed its evaluation and is closing this file. Ce 4596 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk because the issue was observed when the freedom driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the connector between the power adaptor and the freedom driver was broken.